Event description:
The patient contacted lifescan alleging that their one touch ultra meter results were not showing complete numbers. The medical affairs specialist (mas) spoke with the patient's family member two days later. The patient is currently in the hospital with pneumonia. The family member stated that the patient had been using their family member's meter to test "for a while", as the reported meter was not working correctly. Their family member would bring the meter to the patient to test and then take it home. In 2005, pt did not test with their family member's meter. Pt attempted to test with the reported meter, but could not read the display. The family member did not know the time that pt tried to test with the new meter, but thought it was before pt developed symptoms of hypoglycemia. Their family member said pt took insulin, but family member did not know the type and dose; family member did not know if pt based their dosage on the meter results. At 12:45 pm, while starting to eat lunch, the patient acted confused, and their motor skills were clumsy; "pt acted like pt was drunk". The family member called emt. A result of 34 mg/dl was obtained on the emt meter. Pt was given sugar, juice and frosting to eat. Pt was also treated with IV glucose. Pt was not taken to the hospital. If the patient had been able to obtain a readable result on the meter, pt may have altered their treatment regimen and aovided hypoglycemia. This is an indication that the product contributed to their experiencing injury and requiring medical intervention.